Event description:
Note: the date of event unk. On january 22, 2008, it was reported to boston scientific corporation that an achalasia pneumatic hand pump and monitor was tested prior to a pt's procedure. According to the complainant, pretesting performed by the hosp's technical dept. "The pressure is 2 (twice) as high as the gauge says. For example: when the units says the psi is 10, in reality the psi is 20." The customer elected to not use this device.

Manufacturer narrative:
The suspect device has been received, but an eval is not complete; therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event.